Event description:
During surgery, the locking cap driver tip sheared off and was left in the set screw.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device is pending return for evaluation. The exact cause of the reported issue could not be determined.